Event description:
It was reported the device was found to have a tear at the tubing connection that allowed for leakage. The issue was identified during priming. No adverse effects to patient reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: as part of investigation in-0127581 three images were provided. Visual inspection results based on picture: based on image provided, leakage can't be confirmed., only can be noticeable a cracking on luer lock adapter female p/n 00-208, this condition could cause leakage or another functional failure on the product. Therefore, failure mode can be confirmed. Samples received: one (1) sample unit were received at smiths mtij with its original package opened from p/n l-70 with lot number 4136994 reported in complaint. Visual inspection: the samples were visually inspected at a distance of 12? Under normal lighting to received unit, see images below. Results for visual inspection in sample provided: no marks or stains were observed on tube surface, neither on reflux connector or swivel connector. It was observed a cracking on luer lock adapter female p/n 00-208, this cosmetic issue could cause leakage or another functional fail test. Therefore, failure mode can be confirmed. Results for functional test in sample provided: based on manufacturing procedure mp l-70 rev.117 and failure mode reported, we performed a leakage test on sample provided, in order to verify if leakage can be confirmed which can be caused by cracking on luer connector detected previously in visual inspection, after test was performed to the piece, samples doesn?t pass successfully leakage test. Leakage test on sample conclusions: based on the leak test results, the reported nonconformance is confirmed. Based on investigation performed on sample, and per trend review during last year for cracking in component luer lock adapter female p/n 00-208 a scar to supplier was issued in order to investigate failure mode and determine root cause. The cause of the reported problem could not be determined.